Event description:
In 2008, the patient reported his insulin infusion device is not properly giving an alarm. He stated, he gave himself a bolus through the device at 8:30 a.m. But the device did not give him an occlusion alarm and bolus cancelled until 11:00 a.m. To troubleshoot, the patient checked the bolus history and found he programmed a bolus at 11:00 a.m. But the occlusion alarm and bolus cancelled was not given until 11:05 a.m. He stated, he had an elevated blood glucose reading of 300 mg/dl or "somewhere in that neighborhood." The patient was advised to switch to his backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.